Manufacturer narrative:
The intraocular lens was returned to the manufacturer. Visual examination at 10x microscope magnification revealed that one of the lens haptic was detached and missing. Also, the lens was cut in half and scratched. Few particles that appear to be viscoelastic (ovd) were observed on lens. Visual inspection also revealed surface residuals on the lens that could be related with the handling the lens in a non-sterile environment. Haptic damage may occur if the iol is not folded or loaded correctly into the cartridge. Manufacturing records for the cartridge pscst30 serial number (B)(4) were reviewed and found to meet specifications. Product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The cartridge was returned to the manufacturing site for investigation. The cartridge was observed with a stretch mark. There was no lens inside the cartridge. Ovd (ophthalmic viscosurgical device) residue were observed at the cartridge tip. The investigation results do not suggest that the claim reported has been affected by the manufacturing process. The product met acceptance criteria. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Date received by MFR: 09/30/2014 all pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was removed and replaced during the same procedure, from the patient's left eye, as the haptic sheared off as it exited the chamber of the cartridge. The plunger overrode the optic with trailing haptic which sheared off as it exited the cartridge chamber. The removal of the lens required the incision to be enlarged. Another lens, same model was used for the replacement without incident. Patient has recovered, no patient injury was reported.

Manufacturer narrative:
(B)(4) - removal of lens, incision enlargement.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Device evaluation: a review of the manufacturing records for iol serial number 1290531405 showed no deviations or nonconformities. The documentation showed that all process operations presented in the manufacturing record were in compliance with manufacturing specifications. All test results showed a pass condition. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.